Event description:
The customer reported receiving a button error alarm on the insulin pump. The customer stated that she ran through the rain with the insulin pump on; it was exposed to moisture. The customer's blood glucose was 121 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Traces of corrosion were noted at lcd board per visual inspection. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.